Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2013. During the procedure, there were no noted problems. The patient was discharged from the facility and went home. Later in the evening, the patient went to the emergency room and was taken to surgery for an exploratory laparoscopy for the diagnosis of abdominal pain. The physician stated that he found evidence of pelvic inflammatory disease. The patient was admitted for further observation. No further information is available at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.